Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided on guide wire with multiple kinks and that was unraveled with a stretched coil wire starting at 22 cm from the j-tip at the distal end. The core wire was found to be broken adjacent to the j-tip weld. The raulerson syringe mentioned in the reported complaint was not returned. A device history record review was performed with no relevant findings. The probable cause of this issue could not be determined based on the information provided and without a complete sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the emergency room, the md was not able to advance the guidewire through the raulerson syringe due to severe resistance. Follow-up information indicated that the guidewire was kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.